Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported a near syncope pt had a pulse generator that was found in backup vvi safety operation mode. Device had achieved hardware elective replacement indicator. The device will scheduled due to normal elective replacement indicator.